Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a est (endoscopic sphincterotomy) procedure performed on (B)(6), 2012. According to the complainant, during preparation, when the device was turned on and checked, the cutting wire deformed. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a est (endoscopic sphincterotomy) procedure performed on (B)(6) 2012. According to the complainant, during preparation, when the device was turned on and checked, the cutting wire deformed. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the cut wire was not broken, however the cut wire was bent. The working length of the device was free of damage. The cut wire appeared burnt/blackened due to customer use. Functionally, the device could not bow past 90 degrees when the handle was actuated. The cut wire was measured and was found to be within specifications. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. Based on these results this is no longer a reportable event. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.